Event description:
Customer reported that the down arrow button on her insulin pump is not responding. Customer stated that she does not recall any events leading to the keypad issue; she had the insulin pump on her pocket all day. Blood glucose level 230 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump has intermittent button response due to moisture damage on keypad trace. The insulin pump received with bleeding lcd glass, cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.